Event description:
The customer reported that the intellivue multi measurement server x2 displayed a "speaker malfunction". It was confirmed there was no sound. The device was not in use monitoring a patient at the time of the reported malfunction. No death or patient / user injury or harm was reported.